Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault. Moreover, it was noted that recently the battery voltage had dropped over the course of six days while the power consumption was stable. This was an unexpected behavior, but unclear if this is an early presentation of malfunction or premature depletion. Suggested to monitor the condition, follow up with another upload in a few weeks' time to see if the voltage trend continues or explant the device out an abundance of caution. To date, the device remains in service. No adverse patient effects were reported. Additional information received indicate that device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Engineering analysis did not confirm the allegation made with the device. Moreover, the battery run down curve was consistent with normal battery depletion. There were no signs of intermittency or erratic behavior. Further, no problem detected was based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault. Moreover, it was noted that recently the battery voltage had dropped over the course of six days while the power consumption was stable. This was an unexpected behavior, but unclear if this is an early presentation of malfunction or premature depletion. Suggested to monitor the condition, follow up with another upload in a few weeks' time to see if the voltage trend continues or explant the device out an abundance of caution. To date, the device remains in service. No adverse patient effects were reported. Additional information received indicate that device was explanted. No additional adverse patient effects were reported.